Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a smoke came out from the programmer when turned on and the screen was almost totally dark. The programmer will be returned for repair. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicated that the allegation against the programmer was confirmed. The printed circuit board (pcb) was electrically overstressed and was exchanged. The issue was resolved.